Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The 2-pin power cable was disconnected from the beamformer and presented exposed wires. The 2-pin power cable connector of the beamformer was bent. The root cause is due to a fall and incorrect manipulation of the device.

Event description:
Found during evaluation at bd service facility: the 2-pin power cable was disconnected from the beamformer and presented exposed wires. The 2-pin power cable connection of the beamformer was bent.